Event description:
A ventilator was returned to a third party for service. The device was not in patient use. During the evaluation of the device at the third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's blower motor and transition tube need replaced to address the issue. There was evidence of contamination. The device was scrapped per customer's request.